Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that on (B)(6) 2013, at about 2 am, patient experienced a hypoglycemic event. Patient passed out. Patient reported a large bruise on her arm, but was not certain if it resulted from the event. She was revived by her husband, who called the paramedics. Upon arrival, paramedics administered glucose to patient via IV. At the time of her call to technical support, patient reported being in fine condition.